Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after switching supplies, with the pump delivering 48 units and insulin observed leaking in the ilet cartridge housing due to incorrect cartridge loading; troubleshooting and education were provided to load the filled cartridge into the housing before attaching the connector, and cartridge leakage was identified. Symptoms included elevated blood glucose to 400 mg/dl for approximately 3 hours and 30 minutes without ketone testing, back-up therapy, or medical intervention. Outcomes included temporary interruption of glycemic control without hospitalization or professional treatment. Investigation included complaint handling, user interview, and troubleshooting with education. Investigation of this case revealed user setup error leading to a leaking cartridge and reduced insulin delivery. It was concluded that the event was due to user technique, and device function recovered after proper loading instructions were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.